Event description:
A nurse incurred a needle stick with a used syringe needle while trying to engage the safety sheath feature. Based on reported info, the user did nt engage the needle guard per the instructions-for-use. During follow-up communication, the reporter stated that prophylactic medical treatment was initiated as a precautionary measure per hosp protocol after the needle stick.